Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm epic supra valve was chosen for a procedure. The sizing was performed with the sizer, and sizer was also passed. An intraoperative transesophageal echocardiography showed perivalvular leak (pvl). The valve got removed and replaced with a 21mm epic supra valve while patient on bypass. After that, the pvl had resolved, and the procedure was completed without incident. After the product was explanted and compared with the replica, it was approximately the same size as 25 mm. The procedure was prolonged by approximately one hour; however, there was no impact on the patient. During the procedure, a cuff damage occurred specifically when the device was explanted from the patient after implantation for replacement.